Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The plate was found to be broken. Patient was revised.

Manufacturer narrative:
Evaluation summary: based on the received x-rays the reported event of the broken plate could be confirmed. Based on the investigation, the breakage of the plate was attributed to a user related issue. The provided information was reviewed by a clinical expert. He concluded that the breakage was caused by: poor indication of plate fixation in a clean femoral midshaft fracture in a child or adolescent, which does not represent state of the art in internal fixation of such a fracture. Too stiff plate fixation including the fracture zone causing limited micromotion resulting. In an oligotrophic non-union. Long term overloading in an unstable non-union resulting in fatigue fracture of the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The plate was found to be broken. Patient was revised.